Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 4 of 4. Reference MFR reports: 3008829311-2017-00790, 3008829311-2017-00791, 3008829311-2017-00792. It was reported that the patient experienced weakness in their legs. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their system explanted.